Event description:
The customer reported, through our kit booking specialist, an event of breakage of the item involved. No adverse consequences reported by the customer. The surgeon completed the procedure with another item available in the theatre.

Manufacturer narrative:
Device is not available for eval. If the device or additional info becomes available, it will be reported on a supplemental report.